Event description:
Healthcare professional reported approximately 2 weeks after injection with juvederm ultra plus xc in the nasolabial folds and marionette lines, the pt developed edema, induration, and pruritis at the nasolabial folds, cheeks, perioral area, and marionette lines. The patient was advised to massage the area and apply dermaid topical cream. Three days after symptom onset, the pt was assessed by the healthcare professional and prescribed prednisolone. Symptoms resolved approximately within 1 week of onset.

Manufacturer narrative:
Further info from the reporter regarding event, product, or patient details has been requested. No additional info is available at this time. The event of hardness, swelling and itching are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.